Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Per the user guide: always make sure that the correct time and date are set on your system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air gaps were observed in the infusion tubing. Additionally, the pump time setting was incorrect. Reportedly, the customer filled the cartridge using cold insulin and had set the time setting incorrectly. Blood glucose was 233 mg/dl. Multiple contact attempts were made by tandem technical support to obtain further information regarding the issue; however, no additional information could be obtained.